Event description:
It was reported that there were lines going across the display of the infusion device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).